Event description:
It was reported that when asymptomatic patient presented in clinic, chest x-ray reviled dislodgement of lead. Previously high threshold was noted on right ventricular lead. Lead was extracted and replaced. Patient is stable.